Event description:
It was reported that the device was heating up. No patient injury was reported.

Event description:
Additional info received via email (B)(6) 2022. All info requested is unknown. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: there has been no report of patient involvement. (Updated b5) e4 is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found it in bad condition. There was no evidence of the reported error in the event history log (ehl). The reported problem was not verified/duplicated; the device heated up past 41.7 degrees as it should. No fault was found relating to the reported issue, but another issue was discovered. Based on evidence, the investigation discovered that the customer may have ordered a replacement enclosure and some other parts and had trouble putting it back together correctly. The cause of the issue was traced to the customer. For corrective action, the following parts were replaced: the enclosure, both heaters, membrane switch, heat exchanger interlock assembly and printed circuit board (pcb). A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).